Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only. (B)(4). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 12.sep.2014. Expiry date: 01.sep.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Please note, this DHR review is for non-sterile: (B)(4). Manufacturing location: (B)(4). Manufacturing date: 30-dec-2013. Part #: 04.118.522, lot#: 7562191 (non-sterile) ¿ 2.7mm ti metaphyseal scr/slf-tpng w/t8 strdrv recess/22mm, quantity 119. Component part 04.210.120.999, 2.8mm screw blank 31mm. Lot: 7366315. Lot was released to blank storage on 23-apr-2013. Inspection sheet anodize, final inspection, turn head, whirl threads, rev: b met specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported device was used in surgery for the distal humeral fracture on (B)(6) 2017. When the low profile metaphyseal screw 2.7mm/22mm was inserted, the screw was broken before the head was sitting on the plate. The broken piece was left in patient. The patient had a good bone quality so that the bone had to be drilled before inserting the screws. According to the surgeon, the diameter of the screw in question might have been small. The surgery was extended for 5 minutes. Concomitant device: 1x unk plate this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product code: hrs. A manufacturing investigation was performed. Only the head of the one (1) lwprof metaphys compres screw ø2.7 self-ta (article 04.118.522s, lot 9142402) was returned and sent to manufacturing plant monument for investigation: per the complaint description ¿when the low profile metaphyseal screw 2.7mm/22mm was inserted, the screw was broken before the head was sitting on the plate. The broken piece was left in patient. The screw is broken into 2 pieces therefore visual examination agrees with the complainant¿s description of the complaint condition of " the screw was broken before the head was sitting on the plate¿ therefore this complaint is confirmed. Per the complaint description ¿per the surgeon, the diameter of the screw in question might have been small.¿ the screw shaft diameter could not be checked because only the head of the screw was available for review. Since all the relevant features could not be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. Due to unavailability of the screw shaft this complaint cannot be confirmed. No manufacturing related issue was identified and/or confirmed. We do strongly assume that an overloading situation by screw insertion might have led to this breakage. Exact root cause could not be identified. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.